Event description:
Suture broke during cardiac graft procedure. A cardiac surgeon was using the suture. It is not known whether there were any sequelae after this event. The suture was sent to the MFR. Although operator error may have been a causative factor, facility is not able to provide any add'l details. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working.